Manufacturer narrative:
(B)(4). Batch #u5ck77. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? We were not informed. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? We were not informed. However, the physician operating the devise is experienced in it and determined it malfunctioned as it the stapler would not reset. Did the jaws eventually open? No. They would not open. Investigation summary the analysis found that one ec60a device was returned with no apparent damage, with an endopath xcel trocar 12 mm inserted in the jaws and with an ecr45w reload present. The reload was received unfired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The reported event could not be confirmed as the device opened and closed without any difficulties noted. The instructions for use do contain the following, "caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays '0' and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions." It should be noted that a 60mm device is designed to work only with 60mm cartridges. For further loading instructions, please refer to the echelon flex 60mm IFU. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
It was reported that during an unknown procedure, the device locked on tissue and wouldn't release. They were able to retrieve it and finish the case with a similar device. The device never eventually opened. No patient consequences were reported.